Manufacturer narrative:
Continuation of d10: product ID: 977a290, serial# (B)(6), implanted: (B)(6) 2020, product type: lead. Product ID: 977a290, serial# (B)(6), implanted: (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported no steps were taken to resolve the lead migration. The patient was waiting to talk to their doctor.

Manufacturer narrative:
Continuation of d10: product ID 977a290, serial# (B)(6), implanted: (B)(6) 2020, product type: lead, product ID 977a290, serial# (B)(6), implanted: (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient ended up getting x-rays of his leads. Had a car accident back in september. Patient leads have moved down, one an entire vertebral body. Today reprogrammed the stimulator to see if we could still get the coverage he needs. Was able to get the stimulation in his back and legs where he is having his pain. Patient will f/u as needed. Dr. (B)(6) notified.

Manufacturer narrative:
Concomitant products: product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 17-jan-2024, UDI#: (B)(4); product ID: 977a290, serial/lot #: (B)(4), ubd: 22-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was being reprogrammed with dtm stimulation. Trying the 3 different groups. Patient was not getting efficacy. States that he was in a car accident following his implant, and had been in rehab following that. Patient states that his leads were never x-rayed after his accident. Due to covid, rep did not see patient for several months following his accident, nor did rep know he was in an accident. Stimulator dtm had been turned on in december and have been working with the 3 groups to get him coverage of his low back pain. Patient called to state that the last group c program, was not providing him coverage. He states that he did call hcp and an x-ray was done. He states that it shows the leads have moved.¿ the pt was going to follow up with the hcp, but an appointment has not yet been scheduled.